Event description:
It was reported that the pump indicated a motor rate error. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The top and bottom cases were cracked. An occlusion test was performed and the reported problem was duplicated; which was caused by a combination of motor assembly, worm gear, leadscrew and clutch halves that were old, dirty and worn out. The root cause was deemed to be normal wear, the pump was over 12 years old. Actions were taken to mitigate the reported issue: installed missing serial number into the display to match bottom case and paperwork, replaced damaged top and bottom cases, replaced right plunger case and plunger cable, installed cable guard, cleaned, greased and calibrated the device, performed power up process; and all functional testing passed.